Event description:
It was reported that the arterial sheath was difficult to insert, and the tip was found to be damaged. An enroute transcarotid neuroprotection system was selected for use in a left sided transcarotid artery revascularization (tcar) procedure. The physician reported that the arterial sheath was difficult to insert. Post procedure, the arterial sheath was removed and inspected, and it was noticed that the black tip of catheter was bent to side and the plastic lumen was exposed. There was no report of vessel injury.

Manufacturer narrative:
Detailed product information was not provided to bsc. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted.

Manufacturer narrative:
Detailed product information was not provided to bsc. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted. This report is being submitted to correct the reported h6 - device codes.

Event description:
It was reported that the arterial sheath was difficult to insert, and the tip was found to be damaged. An enroute transcarotid neuroprotection system was selected for use in a left sided transcarotid artery revascularization (tcar) procedure. The physician reported that the arterial sheath was difficult to insert. Post procedure, the arterial sheath was removed and inspected, and it was noticed that the black tip of catheter was bent to side and the plastic lumen was exposed. There was no report of vessel injury.